Event description:
It was reported that the patient was in the hospital and started v pacing at the max rate (120 ppm) for 7 hours for no apparent reason. The rate response was not programmed but all 3 ventricular algorithms were turned on with the a overdrive max rate set to 75 ppm. When the fms was turned off, the patient immediately returned to tracking p waves at 70 ppm. The files from the programmer were sent to the manufacturer for review. A preliminary analysis received states that the files confirmed the reported event. The manufacturer recommended that the ICD be forced into nominal mode in order to restore normal operation of this ICD. This will force all the parameters to known and correct values then the parameters can be re-programmed according to the patient's needs.

Event description:
It was reported that the patient was in the hospital and started v pacing at the max rate (120 ppm) for 7 hours for no apparent reason. The rate response was not programmed, but all 3 ventricular algorithms were turned on with the a overdrive max rate set to 75 ppm. When the fms was turned off, the patient immediately returned to tracking p waves at 70 ppm. The files from the programmer were sent to the manufacturer for review. A preliminary analysis received states that the files confirmed the reported event. The manufacturer recommended that the ICD be forced into nominal mode in order to restore normal operation of this ICD. This will force all the parameters to known and correct values then the parameters can be re-programmed according to the patient's needs.

Manufacturer narrative:
(B)(6) 2012. A final response from the manufacturer is pending. Device remains implanted.

Manufacturer narrative:
(B)(4) 2012: a final response from the manufacturer is pending. (B)(4) 2012: since the device remains implanted, the files from the programmer were reviewed. The reported event was induced by a parameter corruption. This corruption requires a switch to nominal mode to restore correct parameter values. The parameter values were restored in (B)(6) 2012. No consequence for the patient was reported.